Event description:
Pt called in and stated after her infusion, she felt extreme heavy pain in the chest in her chest bone, light headedness. Pt denied any trouble breathing. No swollen lips or tongue. Pt stated she can get up and walk around with no problem. Pt stated the nurse was monitoring her blood pressure regularly and was within in range. She stated the pt normally infuses via curlin pump, but the pump broke and had to switch to gravity infusions. Rph advised that gravity could have been a faster infusion than what she is used to, but the heavy pain in chest was more of a concern and rph advised we will contact md regarding the s/e. Rph advised to contact md if the s/e prolong and get any worse. Rph advised to call 911 and to use epi if she does have an anaphylactic reaction. Pt vu and will also call md in the morning. Dose or amount: 30gm daily x 4 days, frequency: every 3-4 weeks, route: IV. "Dates of use: from (B)(6) 2018 to." Diagnosis or reason for use: m60.9.